Event description:
Account alleged that the head and foot of the bed were inoperable. The tech found the foot extension button was stuck in, preventing other bed controls from operating. He feed stuck button to resolve the issue.